Event description:
It was initially reported that the zimmer skin graft mesher was broken. Despite multiple follow-up attempts with the customer, no additional information was able to be obtained regarding the reported event. Through investigation of the device it was noted that the comb was damaged.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The device was manufactured on 02/16/2012 and has no repair history at zimmer surgical. Investigation of the device verified the comb to be damaged. Device was repaired with a new comb. The customer did not send in any cutters with the unit to be evaluated and tested. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.